Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing confirmed that the cable was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the communication cable portion of the axiem cable was damaged causing the axiem to not communicate with the computer. The cable is frayed. The surgeon noted that he was able to use optical to finish the case. There was a reported delay of less than one hour and no reported impact to patient outcome.